Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient's implanted system had delivered a shock which resulted in code 1005 being exhibited which is indicative of a shock into an open lead. A high out of range shock impedance measurement of greater than 125 ohms was also observed. The system has been reprogrammed and remains in service. No adverse patient effects were reported.